Event description:
In 2009, company representative reported an incident with patient's maintenance man getting stuck by one of her infusion set needles. Company representative reported that the patient was not disposing of needles properly and throwing them in the trash rather than a sharps container. Patient called to report the incident. Infusion set was discarded; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.